Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 300 mg/dl and 500 mg/dl while wearing the pod between 36 and 48 hours on the leg. After realizing elevated bg levels, patient found cannula had not fully deployed as intended; this indicates a needle mechanism failure occurred. As treatment, patient had food and water, and was given insulin.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 1475 pulses. No damages or defects were found with the needle mechanism. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. There were no problems found that would cause the reported event.